Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1807501) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 5f mynxgrip vascular closure device (vcd) did not deploy when shuttled down. There was no reported patient injury. Therefore, hemostasis was achieved by manual compression 30 min or less and patient recovered. The vessel type was arterial. The device was used in the common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. The advancer tube was not engaged or visible. The user did shuttled down completely. The device was removed from the package according to the instructions for use (IFU). The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep, while removing the device from package or during deployment. The stick location was the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The patient's hospitalization was not extended as a result of the event. The product will be return for analysis.

Manufacturer narrative:
Additional information received indicates that the shuttle did not come off during deployment. As reported, the sealant of the 5f mynxgrip vascular closure device (vcd) did not deploy when shuttled down. There was no reported patient injury. Therefore, hemostasis was achieved by manual compression 30 min or less/ and patient recovered. The vessel type was arterial. The device was used in the common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. The advancer tube was not engaged or visible. The user did shuttled down completely. The device was removed from the package according to the instructions for use (IFU). The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep, while removing the device from package or during deployment. The stick location was the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The patient's hospitalization was not extended as a result of the event. Additional information received indicates that the shuttle piece found missing in analysis did not come off during deployment. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open. The sealant was returned separately from the device and exposed to blood. The procedural sheath was on the catheter and fully retracted. The shuttle cartridge tubing¿s distal end was torn off at the side slit prox. End and not returned with the device, approximately 37 mm in length from shuttle cartridge distal tip. The tamp locks were exposed as received and found in good condition. The condition of the returned device indicates a complete deployment of the sealant. It was reported that ¿the advancer tube was not engaged or visible¿; however, the advancer tube was observed covering the balloon proximal tip and engaged to the distal tamp lock as received. It is unknown if the device was manipulated post-procedure. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was manually retracted and found properly engaged to the distal tamp lock per mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. A device history record (DHR) review of lot f1807501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the device was received fully deployed. The cause of the issue reported could not be determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported since the device showed a complete deployment when returned for analysis and functional analysis was successful. However, the sealant was also returned for analysis, therefore, the sealant was not deployed at the arteriotomy, and the device may have been manipulated after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additional information provided by the customer confirmed the torn off distal end of the shuttle did not occur during deployment; therefore, it is unlikely to have contributed to the issue reported. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.